Event description:
It was reported that during an unspecified procedure, the balloon size appeared to be incorrect. It was noted that the device was being used for a valvuloplasty or treatment of patent ductus arteriosis (pda), but not for arterial use. The sterling balloon catheter of unk size was advanced, however, measurements taken from marker wires on intra-operative images noted that the inflated balloon diameter was approximately 1mm less than its label indicated. The balloon was removed and the procedure was successfully completed with another manufacturer's balloon catheter. No pt injuries or complications were reported.

Manufacturer narrative:
Reported as "pediatric". The complaint indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.